Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 145pm. At an unspecified time prior to the start of the alleged product issue, the patient claimed he had a symptom of thirsty. The patient denied receiving medical treatment due to the alleged product issue. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged "ER 2" message remained unresolved.

Manufacturer narrative:
510 (k) # is k073231.